Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that "syringe calibration error" displayed on the device during an infusion of a critical medication (epinephrine). The customer is requesting the manufacturer to confirm cause of calibration error and the exact time the error occurred. The customer would like to ensure the time of the pcu during the event was accurate and no time was modified. Additionally, the customer would like a confirmation on why the calibration flagged, review of syringe log errors, and confirmation on what caused other "time of day modification" in device event logs. There was patient involvement but the information on patient impact is unknown. Per customer, "no additional information will be provided."

Event description:
It was reported that "syringe calibration error" displayed on the device during an infusion of a critical medication (epinephrine). The customer is requesting the manufacturer to confirm cause of calibration error and the exact time the error occurred. The customer would like to ensure the time of the pcu during the event was accurate and no time was modified. Additionally, the customer would like a confirmation on why the calibration flagged, review of syringe log errors, and confirmation on what caused other "time of day modification" in device event logs. There was patient involvement but the information on patient impact is unknown. Per customer, "no additional information will be provided."

Event description:
It was reported that "syringe calibration error" displayed on the device during an infusion of a critical medication (epinephrine). The customer is requesting the manufacturer to confirm cause of calibration error and the exact time the error occurred. The customer would like to ensure the time of the pcu during the event was accurate and no time was modified. Additionally, the customer would like a confirmation on why the calibration flagged, review of syringe log errors, and confirmation on what caused other "time of day modification" in device event logs. There was patient involvement but the information on patient impact is unknown. Per customer, "no additional information will be provided."

Manufacturer narrative:
Additional information : imdrf annex a, c, d and g codes. Correction : device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex b and c code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit: a0509 - physical resistance / sticking (2578/1597). Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, c, d codes and manufacturer narrative. Investigation summary: the complaint of syringe failed calibration was confirmed through a review of the device logs and reproduced during testing. Testing of the suspect syringe module reproduced the ¿syringe calibration required¿ alarm. Inspection of the suspect device showed worn split nuts. After replacing the worn split nuts with known good split nuts, the syringe module as operating as intended. Review of the pcu event log showed on (B)(6) 2021 at 6:01 am, the syringe module alarmed for ¿syringe calibrate¿ while infusing epinephrine (drugid=345) at a rate of 3 ml/hr. Review of the pcu error log showed, on (B)(6) 2021 at 6:01 am, the syringe module recorded an alarm for syringe plunger position failure (351.6660.0). The event syringes were not returned for investigation and could not be tested. The system was being used for treatment purposes. Although no records of ¿time of day modified¿ were identified on the reported event date, the most recent record indicated the system was synchronizing to the server. Root cause: the root cause of the complaint of syringe calibration required was identified as worn split nuts. The probable cause of the ¿time of day modified¿ records in the event log is due to the system synchronizing to the server. Note that imdrf annex a1801, a040502, a0401, a040601, a090202, c0601, c07, c0703, c23, c02, d02, d11, d15, g02017, g04037, g04061, g05005 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that "syringe calibration error" displayed on the device during an infusion of a critical medication (epinephrine). The customer is requesting the manufacturer to confirm cause of calibration error and the exact time the error occurred. The customer would like to ensure the time of the pcu during the event was accurate and no time was modified. Additionally, the customer would like a confirmation on why the calibration flagged, review of syringe log errors, and confirmation on what caused other "time of day modification" in device event logs. There was patient involvement but the information on patient impact is unknown. Per customer, "no additional information will be provided."